Event description:
The customer reported getting error code 888 at startup.

Manufacturer narrative:
(B)(4). The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the malfunction of the unit. We cannot determine the cause.